Manufacturer narrative:
Ref # (B)(4).

Event description:
According to the reporter, the device was dropping needles, requiring the use of a new device to complete the procedure. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received three devices, opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instruments. The jaw gap was measured for both devices and they all met specification. Witness marks on the bevel wall were observed for all three devices. Sheering was also observed on the toggle switches for instrument 1. All three instruments were loaded with a needle from the post marketing vigilance (pmv) inventory (lot number j4a0414x) and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The three instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Engineering noted some plastic shearing of each toggle switch after further visual inspection. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle. This results in the shaving conditions noted. The IFU states: toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.